Event description:
It was reported to philips that the azurion device would not boot up. The device was outside of clinical use at the time of the event. No harm was reported to philips.

Manufacturer narrative:
Philips has investigated this complaint. The philips field service engineer (fse) inspected the system onsite and confirmed that the system was not starting up. Upon troubleshooting, fse found that there was software problem. Fse reinstalled suite pc software, restored the data and restarted the system. After that, the system was returned to use in good working order. The codes were updated based on the investigation outcome.